Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported uncomfortable photophobia/transient light sensitivity approximately six to eight weeks post uncomplicated laser assisted cataract surgery in a patient's eye. Vision is reported to be excellent. Patient was prescribed a topical anti-inflammatory medication and is responding well. Additional information has been requested. There are six related reports. This report addresses patient two and other manufacturer reports will be filed.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).